Manufacturer narrative:
The transfer board is used to support the patient's legs during transfer to the table and is usually removed after the patient is positioned. The transfer board is attached to schuremed urology extension by inserting the transfer board pins into the urology extension and tightening a screw down on the pins. A steris account manager arrived onsite and tested the transfer board with another urology extension and no issues were noted. The account manager was able to duplicate the event with the urology extension subject of the event. Based on the account manager's inspection, the schuremed urology extension was the cause of the reported event as no issue was found with the transfer board. The user facility was provided with a replacement urology extension. Steris is not the manufacturer of the schuremed urology extension. Steris notified the manufacturer, schuremed, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803 and (B)(6) reporting guidelines. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure user facility personnel were unable to detach their transfer board from a schuremed urology extension. The procedure was delayed for approximately 30 minutes until the transfer board was able to be removed from the urology extension. The procedure was completed successfully. No report of injury.